Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Gagged me [retching]. Replacement toothbrush heads are slipping off the mounting/ slide on the shaft of the toothbrush [device breakage]. Case description: a male consumer reported that while using an oral-b power rechargeable toothbrush handle professional care 3728, the oral-b brushheads, version unknown were slipping off the mounting within a couple of days of use. A brush head gagged him when it slipped into the rear of his mouth on (B)(6) 2015. The reporter explained that the toothbrush was purchased in (B)(6) 2013, and the problem began 6 months ago. At first the brush heads fit tightly enough to stay on during the 2 minute process, but from that point forward until they are replaced again, they will slip off, usually within the 2nd or 3rd thirty-second cycle. The case outcome was recovered. 04-dec-2015 received follow-up: the consumer reported the brush heads slide on the shaft of the toothbrush. No further information was provided.